Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead polarity switch and increased impedance on the ventricular lead. The lead polarity will be programmed back to bipolar, with an increase in the impedance range. The lead remains in use. No patient complications have been reported as a result of this event.